Event description:
Customer contacted beckman coulter inc. (Bci) regarding differential results generated by the lh750 slidemaker for a known blasts patient that did not match the previous differential results and manually prepared slide results. Customer compared the previous patient results against the slidemaker slide differential results that had no blasts cells present. No erroneous results were reported out and there was no effect to patient due to this event.

Manufacturer narrative:
Slidemaker slide label is properly seated on the slide and two patient labels were placed on the slide. Slidemaker instrument has not had any further mis-identification issues as of (B)(6) 2009. A field service engineer (fse) installed a new leaf spring, reseated the ribbon and label. A clear root cause for this event has not been identified to date. A malfunction will be assumed for the purpose of this report.